Event description:
It was reported to medtronic neurosurgery that post surgery tests showed that a pt overdrainage when upright. The pt's physician decided to explant the valve and replace it.

Manufacturer narrative:
The valve was patent and passed reflux testing, however it did not pass siphon testing. It also did not meet the requirements for leak testing due to a tear in the top of the reservoir dome. It is unk how or when this damage occurred. The device met all requirements for pressure-flow and preimplantation testing, except for at 50 cm hydrostatic pressure. A dissection of the valve found no anomalies. It is unk what caused the reported event. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.